Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the flow rate of the rotaflow is inaccurate, namely too high. The failure occurred during patient treatment and the affected device was exchanged during treatment with a back up device without concequences for the patient. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be reproduced. The mcp00702707#flow measure board for rfc (article number 701011681) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by as a sporadic malfunction of components that perform the signal processing on the flow measurement board. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2023-05-10 and during the period from 2019-11-13 to 2023-05-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced 2019-11-13. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the displayed flow of the rotaflow is inaccurate, too high. The failure occurred during patient treatment. The affected device was exchanged during treatment with a back up device. No harm to any person has been reported. Complaint ID: (B)(4).